Manufacturer narrative:
From the document review of the lot involved ((B)(4) items produced) no anomalies were found. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.

Event description:
Please refer importer report # (B)(4).